Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 5 during the load process. The contact stated that blood glucose level was elevated; however, contact stated it is due to customer being ill. Tandem's technical support indicated to change the cartridge; however, the customer did not change the cartridge while on the phone.